Event description:
The customer reported the tubing became loose from the spike. The hospital was not aware of this situation and there was air injected into the pt. The procedure was stopped and the necessary steps were taken to stabilize the pt and then the pt was returned to the room.